Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation resulting in power on reset . The device was reprogrammed successfully. The patient's condition was stable and would continue to be monitored regularly.